Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai2-sm2 syringe plastipak 5ml s/t s/su had a break / crack / split component. Regarding the item: 5ml syringe s ag l.slip c 700 990317 - bd lot: 4234792 quantity: 03 boxes (as the customer had already distributed them to the areas, they are not in their original box). It was reported that the collection team initially thought it would be an ¿isolated¿ case, with only two syringes found, but then several employees reported the incident. Not all syringes are defective, but several have cracks, making collection impossible because the defect causes air to enter, resulting in ¿bubbles¿ in all defective syringes. This is all the information we have about the complaint, and we were unable to collect additional information.

Manufacturer narrative:
After a detailed analysis of the batch history (DHR) and quality notifications, we confirm that no significant deviations were identified for this batch. However, a maintenance event was recorded that may be related to the reported incident. According to maintenance order no. (B)(4), there was a jam in the cylinder conveyor, which may have caused the damage observed on the cylinder. The photo provided was reviewed, and based on the evidence, we confirm the complaint. As recorded, the tensioner was adjusted, and the conveyor was unblocked to restore normal operation. We emphasize that automatic leak tests and visual inspections are performed every 2 hours during the assembly process. Nevertheless, the defect was not identified during the sampling inspection. All our production processes are validated according to strict acceptance criteria. The reported incident will be monitored for future trend evaluation. As this occurrence is within the acceptable quality limit (aql) for the batch, no additional corrective or preventive actions are required at this time.

Event description:
No additional information provided.